Event description:
This lead was repostioned on (B)(6) 2011 due to an insulation break. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).